Event description:
Had two vein grafts anastomosed with aortic connectors. Eleven months postoperatively, cardiac catheterization demonstrated one graft was occluded and ptca was performed. The pt had a history of hypertension.